Event description:
It was reported that the patient presented to the emergency room feeling fatigued and experiencing an abnormal arrhythmia that was addressed by cardioversion. Upon device interrogation, under-sensing and loss of capture were noted. The patient then presented for a device replacement procedure. During the procedure, it was observed that the device helix was extended. The device was successfully retrieved, and a new one was implanted. The patient was stable.

Manufacturer narrative:
Reported events of under-sensing, failure to capture, and stretched helix were not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test, found no anomaly contributing to reported events of capturing problem or sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.